Event description:
Litigation alleged the patient suffered squeaking, clunking, popping, and clicking of the hip implant, permanent physical injuries, aching, pain, soreness, discomfort, difficulty walking, sleeping, and performing routine activities, and elevated metal ion levels (measured at 2.6 cobalt and 2.4 chromium in november 2012) as a result of the implanted asr hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken as, there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.